Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00653.

Event description:
The user facility reported that the physician experienced an unknown deployment issue when using the angio-seal device. The physician tried a second angio-seal device on the same patient and had the same deployment issue. There was no patient injury/medical or surgical intervention required. The patient was reported to be in good condition. Additional information was received on 30sept2020. The type of procedure performed was a percutaneous coronary intervention using a 6fr procedural sheath. An angiogram was performed. The anchor and collagen did not deploy. Hemostasis was achieved by manual compression. The patient was reported to be in stable condition.